Manufacturer narrative:
H3, h6: the power supply, lot number: k22390785 rev. G, was returned to the manufacturer for analysis. The component was installed into a test system and the system did not initialized. The generator did not ready. Motion, communication and charging readied. The ps1 output voltage measured failed, measuring at 4.97vdc on the 5vdc output. Codes b01, c02 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the printed circuit board assembly (pcba) isolated generator was returned to the manufacturer for analysis. Analysis found that visual inspection showed components r21 was electrically overstressed. It was not possible to bench test due to overstressed components. Analysis found that the reported event was related to an electrical issue. H6: fdm b01, fdr c02, and fdc d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the system was serviced in the field and the stand alone board was replaced. Also checked voltages in ps1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, regarding an imaging system being used outside of a procedure. It was reported, that at the start, using the imaging system was not possible, because x-ray was disabled. The manufacturer representative (rep) checked the service tech console and error e033 appeared. The rep tried to reset it and reboot the generator, but the error persisted. The likely cause was the ps1 failing. Also, the stand alone board was possibly failing. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, product ID: bi71000225. H6: multiple annex a codes were codes for this event. A1102 was coded for the error, a090501 was coded for the x-ray being disabled. H3, h6: no products were received, by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.